Event description:
It was reported that a patient with this neurostimulator was having issues with their device and would like to have it removed. The patient stated that they used to have a painful shocking sensation near their buttocks that hasn't happened in a month, since lowering the stimulation settings. It was suggested by the representative to the patient, to not make any other changes to the stimulation or turn off the device to avoid shocking sensation. The patient also reported possible issue with their lead and also possible pocket infection and was treated with a topical ointment (name unknown). It is also unknown if the patient was hospitalized due to the infection. It was recommended by the representative for the patient to contact their implanting physician to discuss next steps. The representative spoke with the patient on (B)(6) 2025, and said they felt the shocking sensation 2 more times after initially speaking, so the representative instructed the patient to turn off their stimulation to rule out the device as issue. The patient did not have a uti as originally noted. The representative advised no x-ray to provide. The representative is waiting for the patient's lab results from the physician's office and then will be able to get an appointment scheduled and the representative can meet with the patient at their appointment sometime in (B)(6).

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient is having issues with their device and would like to have it removed. The patient has a history of diabetes. The patient stated that they used to have a painful shocking sensation near their buttocks that hasn't happened in a month, since lowering the stimulation settings. It was suggested by the representative to the patient, to not make any other changes to the stimulation or turn off the device to avoid shocking sensation. The patient also reported possible issue with their lead and also possible pocket infection and was treated with a topical ointment (name unknown). It is also unknown if the patient was hospitalized due to the infection. It was recommended by the representative for the patient to contact their implanting physician to discuss next steps. A patient outcome was not reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with this neurostimulator was having issues with their device and would like to have it removed. The patient stated that they used to have a painful shocking sensation near their buttocks that hasn't happened in a month, since lowering the stimulation settings. It was suggested by the representative to the patient, to not make any other changes to the stimulation or turn off the device to avoid shocking sensation. The patient also reported possible issue with their lead and also possible pocket infection and was treated with a topical ointment (name unknown). It is also unknown if the patient was hospitalized due to the infection. It was recommended by the representative for the patient to contact their implanting physician to discuss next steps. The representative spoke with the patient on (B)(6) 2025, and said they felt the shocking sensation 2 more times after initially speaking, so the representative instructed the patient to turn off their stimulation to rule out the device as issue. The patient did not have a uti as originally noted. The representative advised no x-ray to provide. The representative is waiting for the patient's lab results from the physician's office and then will be able to get an appointment scheduled and the representative can meet with the patient at their appointment sometime in (B)(6).